Event description:
After iabp for ten hrs, an alarm sounded from the pump and blood was noted in the line. On 1/9/98, datascope was notified that iab will not be released at this time. (Event complications: none from the event-reported 12/31/97.) (Pt's current status: discharged-rpt'd 12/31.)